Event description:
Customer reported an incident of a diabetes-related hospitalization after attempting and being unable to use her aviva system due to error within specifications. A request was made for the return of the system and a replacement was sent.